Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a failed toronto stentless bio prosthetic valve, during deployment the valve moved out of the annular plane (20mm high). A second valve was implanted inside the first corevalve successfully with mild paravalvular leak (pvl). Two days post-implant, ventricular arrhythmia torsades de pointes occurred which resulted in the patient falling from a chair, causing an intraventricular bleed and left orbital fracture. Cardiopulmonary resuscitation (CPR) and defibrillation were conducted. The patient was treated medically, and the arrhythmia was resolved. The intraventricular bleed did not require surgical intervention, and was treated with a change to medications. The fracture was treated medically. No other adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
The implant of this device inside a previously-implanted surgical valve likely contributed to making positioning of the valve more difficult. Valve dislodgement can occur due to tension in the system at deployment, user technique, depth at the start of deployment, and interaction with the patient anatomy. Arrhythmias are a known potential adverse event associated with the procedure, and in this case resolved after cardiopulmonary resuscitation (CPR) and defibrillation. A supplemental report will be filed if additional information is received.